Event description:
The pt's system was explanted, due to an infection at the pocket site. The pt is reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, therefore they will not be returned for evaluation.